Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the fmc cassette and the patient¿s peritonitis. However, there is no objective evidence that a fmc cassette malfunction or product deficiency was associated with this event. The patient¿s pd effluent grew staphylococcus epidermis which is a bacterium that normally resides on human skin. Therefore, the patient¿s peritonitis can be reasonably attributed to touch contamination, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported that the patient developed peritonitis which had been diagnosed due to cloudy effluent. Upon follow up with the patient¿s pd registered nurse (pdrn) the cloudy effluent was confirmed. As a result, the patient had a pd culture obtained on (B)(6) 2020 which yielded growth of staphylococcus epidermis. Reportedly, the patient was treated with intra-peritoneal (ip) vancomycin 1750 mg on an outpatient basis. Per the pdrn, the patient is recovering and continues pd therapy with the liberty select cycler. The pdrn reported the peritonitis event was not related in any way to the use of a fresenius device/product. Additionally, it was stated the patient did not have fluid leaks or issues with any fresenius products prior to the peritonitis event. The pdrn attributed the peritonitis to touch contamination.

Manufacturer narrative:
Corrected information: d11 (transcription error).

Manufacturer narrative:
Corrected information: a2 date of birth (transcription error) plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.